Event description:
Customer reported that the proximal end of the ultrasound wire sheared off upon insertion (into the drug delivery catheter). The pt was reported to be alert and there was no harm to the pt.

Manufacturer narrative:
Inspection of the returned device confirmed the ultrasound wire (microsonic device) was fractured in the treatment zone. The entire device was inspected and there was no other evidence of damage or abnormality. Review of the manufacturing records found no unusual processing procedures and the device passed all inspections. It was not possible to determine with certainty why the device fractured.